Event description:
The user reported that during an angiographic procedure the gauge on the inflation device malfunctioned. The user reported that the balloon inflated, but while inflating the gauge got stuck at 2atm then jumped to 10atm. The user reported three defective devices. No harm or injury was reported. This is one of three reports for this complaint. 9616662-2011-00073 - this report, 9616662-2011-00074, 9616662-2011-00075.

Manufacturer narrative:
The suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. The user reported a second possible lot number for the suspect device: k284755, expiration date - 08/31/2014, device MFR date - 09/01/2011. A f/u report will be submitted when the eval has been completed.